Event description:
A complainant reported that a patient with pulmonary congestion presented for percutaneous coronary intervention with impella cp support. During support, the patient developed a subarachnoid hemorrhage. The decision was made to withdraw the procedure due to poor neurological prognosis caused by the impella-induced subarachnoid hemorrhage. The patient passed away two days after removal. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿